Event description:
Procedure: robotic prostatectomy. According to the reporter: piece of inner seal from obturator (blue seal along the opening where instruments are inserted into cannula, tore and fell into patient's abdomen. The pa ((B)(6)) had to pull the piece out. Robotics coordinator wants to keep damaged seal to show at next committee. There was no injury to the patient.

Manufacturer narrative:
(B)(4).